Event description:
Caller reported blood glucose results at 8:39 am, 1.2 mmol/l and 8:40 am 4.0 mmol/l on the compact plus system. Reported a second, separate comparison of blood glucose results at 12:20 am, 1.1 mmol/l and 12:21 am 5.0 mmol/l on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported by the clinician that they have encountered an incident with the following medical tubing. The last breakage caused a severe cytotoxic spill and contamination of a pt. No further details are available at this time.

Manufacturer narrative:
The event occurred in (B)(6).